Event description:
(B)(4) is the initial importer of the device which is a bath safety device toilet support. There are no pictures of the device. We are not expecting return of device. Consumer is requesting compensation. The unit was received august 2018. The handle broke on the left side and caused her to fall. Fire department called to take her to hospital where she was diagnosed with fractured hip and pelvis. Opted out of hip replacement and had hip repaired. Hospitalized for all of (B)(6). Rehab afterwards. Occupational and physical therapists assisted her every day once she was home in (B)(6).